Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified higher readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. As a result, the customer experienced a loss of consciousness and was unable to self-treat. After an unspecified hcp meter reading was obtained, the customer was administered an unspecified injection for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & hr (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating that the sensor activated. The sensor was further investigated and de-cased. A visual inspection was performed on the returned sensor's pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery measured to be within specification range. Performed a source measure unit (smu) test and observed the returned puck to have electrical current and temperature values within specification, indicating no accuracy issues were present in the returned puck and that the puck's thermistor was fully functional. Observed the returned puck's poise voltage values within specification, indicating no issues with electrical signal lines integral to the glucose reading process. No abnormalities were observed during testing. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional info: section d4: sn# update from (B)(6).

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified higher readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. As a result, the customer experienced a loss of consciousness and was unable to self-treat. After an unspecified hcp meter reading was obtained, the customer was administered an unspecified injection for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.